Event description:
An operating room supervisor reported "low pressure" during a cataract with intraocular lens implant procedure. She reported that the system lost pressure when the IV pole dropped suddenly. The patient experienced a loss of pressure in the eye and a capsular tear. The tear was noted in the posterior capsule just after finishing the irrigation and aspiration of the cortical fragments. As a result, a different intraocular lens was used and placed in the sulcus and the wound was sutured.

Manufacturer narrative:
A sample has been received, but has not yet been evaluated. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).